Event description:
Customer alleged the paint on the stryker scope in the etched area is peeling off, after being sterilized in the nx.

Manufacturer narrative:
Conclusion: outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assessment activities.